Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that inadvertent mishandling while unpackaging the device/removal from the dispenser coil and/or during preparation for use resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent; however, this cannot be confirmed. The investigation determined the conclusive cause of the reported difficulties cannot be determined. It should be noted the absolute pro peripheral self-expanding stent system instruction for use states: do not use if the stent is partially deployed upon removal from the package, or before starting the deployment procedure. The IFU deviation will be addressed in the account requested physician letter. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after damage the additional device referenced in b5 is filed under separate medwatch report number. The absolute pro .035 self expanding stent system device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. Two (2) 8.0x40mm absolute pro .035 self-expanding stent systems were noted to have the stents exposed by several millimeters upon opening the package. The stents were still implanted successfully even with the noted initial damage. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.